Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has subclavian vein occlusion. It was also reported that while removing the right atrial (ra) lead to facilitate addition of a coronary sinus lead, the subclavian vein occlusion was discovered. The ra lead was explanted and no additional lead could be placed secondary to the occlusion. The ra lead port was plugged. The patient is planned for an epicardial lead insertion procedure. No further patient complications have been reported as a result of this event.